Event description:
It was reported that during a peripheral procedure, while trying to navigate the guide wire through a tortuous iliac artery, the plastic jacket, which is shrunk onto the guide wire core during the mfg process, came loose and was free-floating over the wire. It was also reported that the guide wire became unraveled. The guide wire was fully removed without difficulty and the procedure was completed with another guide wire.